Event description:
Drive devilbiss is the initial importer of the device. End user was getting out of bed. She grabbed the brake of the unit to gain her balance. She fell forward when the brake snapped and the device rolled forward. The enduser was taken by ambulance to the emergency room. The ER treated her for her pre-existing conditions,